Event description:
It was reported that the metal piece separated from the plastic handle during use inside the patient, all the pieces were removed.

Manufacturer narrative:
One (B)(4) accupass left curve 45 degree suture shuttle reported on. Due to product unavailability, physical evaluation, full investigation and conclusions were not possible. Factors affecting device performance include: device ability, surgical ability and surgical site preparation according to instructions for use final product met predetermined specifications upon release to distribution.